Event description:
It was reported that patient was experiencing pain at the ipg site. In turn, surgical intervention was undertaken on (B)(6) 2018 wherein the ipg was moved laterally 3-4 inches. Postoperatively, the pain has resolved.